Manufacturer narrative:
The anchors have been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
Patient underwent surgery for caudal lead migration of both leads. When the physician dissected out the titan anchors, it was discovered the metal portion of the anchors had slid out from the silicone sheath. New leads an anchors were placed in the patient and she was reported to be doing well.